Manufacturer narrative:
The filament driver board for the imaging system was returned to the manufacturer for evaluation. Testing found that a diode was not illuminated however, there were no functional defects with the unit.

Manufacturer narrative:
The filament driver board for the imaging system was returned to the manufacturer for evaluation. Testing found that a diode was not illuminated however, there were no functional defects with the unit.

Event description:
A medtronic representative reported that, during a spinal fusion cervical procedure, the site was using the image acquisition system (ias) to take lateral 2d images intra-op and encountered issues with the x-ray function. At the beginning of the surgery, they were able to perform 2d images and a 3d scan but, later on, the system stopped working. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
The filament driver board for the imaging system was returned to the manufacturer for evaluation. Testing found that a diode was not illuminated however, there were no functional defects with the unit.

Manufacturer narrative:
The ht controller power controller board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The transformer for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The transformer for the imaging system was returned to the manufacturer for analysis. Analysis found that the mount was bent and that the transformer passed all electrical testing. Analysis found that the reported event was related to a mechanical issue.